Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced low impedance. During a replacement surgery for lead migration (mfg report reference: 3006705815-2019-00964 & 3006705815-2019-00965). It was reported that when the new leads were connected to the existing ipg, there was low impedance on several contacts. The ipg was explanted and a new ipg was implanted. Low impedances were still present.